Manufacturer narrative:
The manufacturer previously reported the ventilator's flow sensor malfunctioned and was reconnected to address the issue. The customer's allegation stated the ventilator was automatically switching off. The technician states a connection on the machine was reset to correct this issue. The flow sensor was found to have malfunctioned and was replaced to address the issue.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, the device's flow sensor malfunctioned. The flow sensor was reconnected to address the issue.